Manufacturer narrative:
One lighttrail reusable 600m laser fiber was received for evaluation. Visual analysis revealed that the fiber was broken and measured approximately 304 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirmed that the fiber was broken which could cause scope damage if the fiber broke inside the scope while laser energy was applied. The most probable root cause for the event is operational context as device performance was likely limited due to anatomical/procedural factors.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 600m laser fiber was used in a procedure in the prostate performed on (B)(6) 2018. Reportedly, the laser settings used were 15 hz and 3000 mj. According to the complainant, during the procedure, the laser fiber broke spontaneously in the fiber port causing a flash. There was a break of the fiber port and damage to the optic lens of the scope which required repair. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 23, 2018 that a lighttrail reusable 600um laser fiber was used in a procedure in the prostate performed on (B)(6) 2018. Reportedly, the laser settings used were 15 hz and 3000 mj. According to the complainant, during the procedure, the laser fiber broke spontaneously in the fiber port causing a flash. There was a break of the fiber port and damage to the optic lens of the scope which required repair. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.